Event description:
Upon ICD interrogation on (B)(4) 2015, the last charge time was displayed at 26 seconds. Two charge time tests at 42 joules were performed during the follow-up; the charge time was reportedly correct (approximately 12 seconds). An explanation is requested regarding the charge time at 26 seconds.

Event description:
Upon ICD interrogation on 07 may 2015, the last charge time was displayed at 26 seconds. Two charge time tests at 42 joules were performed during the follow-up; the charge time was reportedly correct (approximately 12 seconds). An explanation is requested regarding the charge time at 26 seconds.